Event description:
The customer reported that the insulin pump had moisture under the screen. The customer stated having high blood glucose of 200 mg/dl. Troubleshooting was performed and condensation under the display was noticed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had a cracked case at the display window. Further testing was not performed due to the blank display.